Manufacturer narrative:
Concomitant medical products: femtosecond laser, sn (B)(4) and intralase patient interface. The field service specialist (fss) visited site to inspect the unit. Fss noted that the noise is coming from pancake blower motor and has been present on machine to varying degrees. The noise does change throughout treatment and fss advised customer that the unit will likely need replacement in the next 6 months. Fss adjusted s4 joystick to preclude bed drifting and verified full range of motion as well as od/os button function. Mirror 2 (m2) solenoid wire broke off at solder and was repaired by fss onsite. Fss noted that bsm slit motor failure received after performing optical alignment. This failure was due to a jumped tooth and high limit flag activation. Fss adjusted bsm slit blades and flags then performed calibrations. All functional checks are complete and the system meets all abbott specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after lift kit upgrade, account experienced losing suction, strange noise (noise coming from chamber that had been present prior to lift kit installation) when setting fluence and the right eye/left eye (od/os) buttons on patient chair do not work. That there was an unintended chair movement/chair drift from the chair attached to excimer laser/visx system and as a result a suction loss while laser was operating occurred. It was reported that the treatment could not be completed. Surgeon did not attempt to lift and no loss of best corrected visual acuity was reported. It was reported that surgeon plans to complete the procedure on (B)(6) 2016 by making a complete flap 40 microns deeper. Surgeon reported that chair may have contributed to the event by moving while laser was firing. This MDR report pertains to the unintended chair movement/chair drift issue. A separate MDR report will be submitted for the suction loss event.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Based on the investigation a mechanical problem was found. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.